Event description:
During tmj arthroscopy procedure, they were using the scope and all of a sudden they received no picture coming through, it went black. They borrowed a scope from another hospital and this also went black. They waited for a sales rep to arrive 30 mins later and their scope worked fine. This was the first time using this scope. It was received in 9/05. This doctor does not perform many cases at the hospital but does them in his office. There was a 1-1/2 hour delay reported in the procedure.